Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump date was incorrect due to customer entry error. Customer corrected the pump date to address the issue. Customer's blood glucose level was 90 mg/dl.